Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that in a three fiber case, the two-plane temperature maps (tmap) for two of the fibers pulled in normally throughout the case but the third one did not. They ultimately did a one-plane tmap for the third fiber. The tmaps for two of the fibers (called s and b) were imported as expected into the thermal therapy system software. The tmap for the third fiber (called r) would not. It would either pull in just the first pair of images for plane one or sometimes would pull in all the images that had been done prior to pressing the blue arrow in the software, but then no others. The workflow in the magnetic resonance imaging (MRI) scanner was done as followed. The 3d scan was ran and the image planes for all three fibers were reformatted. All the reformats were dragged back into the planning screen "filmstrip." The tmap and background scan for fiber s were setup and the test was ran. The ablation for fiber s was done. The scans for the remaining fibers were set up. The tmap and background scan for fiber b were setup and the test was ran. The tmap for fiber r was setup and the test was ran, but only the first pair of images in the system were received. The same scenario was setup and ran again, but the same issue was experienced. The test tmap for fiber b was set up again, and it worked like it should. The test tmap was set up for fiber r again, and the same problem was experienced. The background scans for fiber r were ran, and the ablation was done for fiber b. Some troubleshooting of the tmap for fiber r was attempted, and none of which was successful. The manufacturer representative (rep) tried prescribing the planes in the opposite order, copying one of the tmaps that was running properly and changing the prescription, pulling the two-plane tmap scan from the protocol library, and using the background images to set it up. The rep also disconnected and reconnected the thermal therapy system connection to the scanner using the tool on the thermal therapy system. The rep was able to get both planes into the software if they prescribed the same two planes. For example, both planes were set to coronal or sagittal. In all instances, the scan itself was running fine showing both planes which they could see on the scanner auto viewer and in the remote folder in visualase data transfer (vdt.) Most of those "faulty" tmaps were copied by the rep to the local folder so they were included in the archive. The surgeon said he was comfortable with a single plane tmap given the location so they set up the coronal trajectory view and did the ablation for fiber r. After running some scans to evaluate the ablation, the surgeon decided to do one more burn on fiber s which continued to work properly. There was a reported delay to the procedure of approximately fifteen minutes while troubleshooting the problem. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, serial/lot #: (B)(6) h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. The logs from the software were returned for analysis. Analysis confirmed a software failure. Codes b01, c10, and d18 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: updated patient gender. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.